Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Manufacturer narrative:
Additional information: d10, h3 (device evaluated by mfg), h6 (device codes) a review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.